Manufacturer narrative:
(B)(4). A partial lead with the distal tip measuring 40.1cm was returned for analysis. External insulation abrasion was noted at 34.8-35.6cm from the distal tip, consistent with lead friction to another device or patient anatomy. Internal insulation abrasion was noted at 10.2-10.4cm and 10.4-10.7cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.